Event description:
It was reported that the patient presented for a follow-up in clinic with a complaint of discomfort. Examination revealed that the left ventricular (lv) lead exhibited phrenic nerve stimulation. During the procedure to reposition the lv lead, the physician experienced difficulty in advancing the guidewire through the lumen of the lead. Therefore, the lv lead was explanted and replaced. The patient remained stable throughout the procedure.